Event description:
The operator of a dimension rxl max with hm instrument stated that the sodium (na), potassium (k) and chloride (cl) results drifted low within three days after installing a new sensor. The customer performed troubleshooting on the instrument, but quality controls and patient samples were not concordant when compared to an alternate dimension rxl instrument. Discordant results were not reported to the physician(s). The customer provided an example of discordant, falsely low na, k and cl results obtained on one sample which resulted as expected upon repeat testing on the alternate dimension rxl instrument. This is a sample which is tested intermediately each shift to check instrument performance and have a known value. It is unknown if other patient samples were affected as the customer did not provide further patient data. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc they ran a diluent check and failed bias. The customer repeated diluent check with a new diluent solution and still failed the check. The customer replaced all integrated multisensor technology (imt) tubing and imt monopump rotary valve seal, and then performed a pump alignment which passed. The customer then bleached and conditioned the imt system and placed a new sensor of the same lot, which passed diluent check but samples and quality controls were not concordant with the other dimension rxl instrument. The customer replaced the sensor with a new lot and all results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed maintenance but did not have to replace any instrument parts. The cause of the discordant, falsely low na, k and cl results is unknown. There are no known issues with the sensor lot which the customer was using prior to the new sensor lot. The instrument is performing according to specifications. No further evaluation of the device is required.